Manufacturer narrative:
One bivona® 3.0 mm uncuffed neonatal tracheostomy tube was returned for investigation. Additionally, photographs were provided for review. Visual examination of the returned device and provided photographs found that blue-colored printing was located on the device neck flange. Based upon the observed blue-colored printing, investigation determined that the device had been manufactured prior to the year 2009. The blue-colored print was discontinued several years prior to the introduction of the tr3 pediatric product. Another indicator is the presence of a swivel connector, while the tr3 devices contain a solid taper connector. The first lot of tr3 for a 60n030 part number expired on (B)(6) 2014. Although the reported issue was observed, it was found that the device had exceeded the products five year shelf life. Investigation determined that the root cause of the observed issue was the use of the device in a manner inconsistent with the device instructions for use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during patient use of the bivona® uncuffed neonatal tracheostomy tube, the shaft detached from the neck flange. The event occurred spontaneously at the patient's home and was observed by the patient's family. After the reported issue was observed, the tracheostomy tube was replaced by one of the patient's family members. The device had previously been "vaporized as described in the device instruction manual". It was reported that no patient injury occurred.